Event description:
Event description cpi received information that a patient received inappropriate shocks from his implantable cardioverter defibrillator (ICD) in 1996. Further investigation indicated that his endotak transvenous defibrillation lead exhibited abraded insulation.